Event description:
It was reported that the ceramic part broke off during procedure. The ceramic parts were retrieved via resectoscope. Bladder and urethra were checked and all parts were retrieved. No harm to the patient.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: most probable root cause: operator error or normal tear and wear. The fracture of the ceramic beak could have been caused by pulling out the inner shaft at an angle from the outer shaft. This misalignment puts pressure on the ceramic, which is thereby pressed against the outer shaft, which can lead to a fracture. Ceramic is a brittle material with a high degree of hardness, but it is prone to microcracks. Such cracks can expand under stress or after repeated use and ultimately lead to a fracture. The instructions for use (IFU) indicate that the ceramic beak must be checked for damage before each use. In addition, the manufacturing code indicated that the article was produced in 2017, which means that it is already 7 years old. It can therefore be assumed that the life cycle of the article has been reached or exceeded. During this period, microcracks could have formed due to use and ageing, which ultimately led to the breakage. Ceramics are particularly sensitive to sudden mechanical loads or punctual pressure. For this reason, it is essential to carefully check the material before each use, as also described in the instructions for use and reprocessing. In view of the improper handling observed and the advanced age of the article, it is assumed that user error led to the damage observed. The IFU is attached. The event is filed under internal karl storz complaint ID: (B)(4).